Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The service support confirmed the led power switch had illumination failure and replaced the power switch overlay to addressed the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
It was reported that the light emitting diode (led) power switch had illumination failure during preventative maintenance. There was no patient involvement.